Manufacturer narrative:
Surgeon reported to (B)(4): patient suffered two falls on left knee in summer 2015 after implantation of a knee-tep left side in 2004. Since trauma unsecure gait and pain. Walking distance about 100m. Rest pain and night pain. Forearm crutches are needed all the time. Analgesia when needed. Radiologic diagnostic showed fracture of tibia plateau. Change of tibia plateau on (B)(6) 2016. A worldwide complaint database search found no other reported incident against the provided product / lot combination since release for distribution. A review of the manufacturing documents identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The r&d laboratory report ((B)(4)) concludes: the fracture of the tibial tray is deemed to be due to an overload. The presence of chevrons on the back face of the fractured segments of the tibial tray suggests that the overload was applied in the vertical direction from the inferior to the superior aspect of the tibial tray. The failure mode of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The products, together with the lab report and the x-ray were sent to our bio engineers for review. The bioengineering report ((B)(4)) concludes: post original implantation the surgeon notes that x-rays shows well placed implants. Pre-revision consultation notes state that the patient had experienced a fall around 10 years post original implantation. The patient has a bmi that places them in the obese range. Excessive traumatic forces can lead to implant fracture. The visual inspection, (B)(4), noted possible metal debris embedded in the tibial insert. It is likely that this is debris from where the tibial tray has fractured. Otherwise, the tibial insert did not show signs of excessive or uneven wear. From the information reviewed it was noted that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined: insufficient information root cause. No corrective action is required. The occurrence shall be put monitored through our companies post market surveillance system for future trends. The products shall be retained in secure archive unless requested back by the customer. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Surgeon reported to (B)(6): patient suffered two falls on left knee in summer 2015 after implantation of a knee-tep left side in 2004. Since trauma unsecure gait and pain. Walking distance about 100m. Rest pain and night pain. Forearm crutches are needed all the time. Analgesia when needed. Radiologic diagnostic showed fracture of tibia plateau. Change of tibia plateau on (B)(6) 2016. Update rec'd 24 march 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had a tendency to swell and crepitation. Upon revision the synovial tissue discolored dark gray as in metallosis. The tibial implant had fractured medially into three parts and right in the middle, the tibial polyethylene had even wear, and the cement has sunk in deep. At this time the insert is being reported.